Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustment was made. However, the problem was not resolved. Testing confirmed that the device was not functioning. Surgery to explant the pt's device and reimplant with another device will be scheduled.